Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(4) 2004 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had been explanted on the same date, due to a perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.